Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the device not working. During diagnostic testing the physician observed a crack in the right cylinder connecting tube. The ipp cylinder, pump, and reservoir was explanted and replaced with a new ipp cylinder, pump, and reservoir. The patient was stable following the procedure.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the device not working. During diagnostic testing the physician observed a crack in the right cylinder connecting tube resulting in fluid loss. The ipp cylinder, pump, and reservoir were explanted and replaced with a new ipp cylinder, pump, and reservoir. The patient was stable following the procedure.

Manufacturer narrative:
The ams700 ipp cylinders were visually inspected and functionally tested. Cylinder 1 had a leak in proximal cylinder body that was the result of sharp instrument damage consistent with explant damage; a hole was present. Due to this damage being consistent with explant it will be considered a secondary failure. Cylinder was not pressure test due to leak was identified. Cylinder 2 was pressure tested and performed within specification; no leak was found. Both cylinders had wear at fold in cylinder body.

Manufacturer narrative:
The ams 700 momentary squeeze (ms) pump was visually inspected. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The pump was functionally tested and failed the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. Product analysis identified device malfunction with the returned pump. The ams700 ipp cylinders were visually inspected and functionally tested. Cylinder 1 had a leak in proximal cylinder body that was the result of sharp instrument damage consistent with explant damage; a hole was present. Due to this damage being consistent with explant it will be considered a secondary failure. Cylinder was not pressure test due to leak was identified. Cylinder 2 was pressure tested and performed within specification; no leak was found. Both cylinders had wear at fold in cylinder body.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the device not working. During diagnostic testing the physician observed a crack in the right cylinder connecting tube resulting in fluid loss. The ipp cylinder, pump, and reservoir was explanted and replaced with a new ipp cylinder, pump, and reservoir. The patient was stable following the procedure.